Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported a change of the stimulation intensity in a spontaneous way. There was a change from 3.1 ma to 4.2 ma until the patient undusted again the stimulation to decrease the threshold. There was violent pain in all the right leg with impotence feeling. No diagnostic/troubleshooting was performed. There was a reset of the implantable neurostimulator (ins) with normal functioning. The event was resolved at the time of report. No surgical intervention occurred or was planned. The event was not serious. The event was related to the device. The relatedness to the procedure was unknown. Relevant medical history included: chronic neuropathic pain and chronic radiculalgia.